Manufacturer narrative:
A report was received that the stent of a 5 x 200mm smart flex vascular stent delivery system partially deployed in the patient during use. The device was removed and the site noted that the ¿metallic tube for pullback¿ was bent and confirmed that the stent was partially deployed. The procedure was completed with no reported patient injury. The event involved a patient undergoing a percutaneous intervention of a target lesion in the superficial femoral artery. This lesion was described as 5mm in diameter, 30cm in length, having a medium amount of calcification and no tortuosity. The patient¿s vasculature was accessed with a 6fr non-cordis catheter sheath introducer. The site reported that the smart flex sds had been stored, handled, inspected and prepped according to the instructions for use (IFU) and that nothing unusual was noted about the device prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. No difficulty was experienced while advancing the sds towards the lesion and no unusual force was used at any time during the procedure. The sds did not have to pass through any acute bends and no difficulty was encountered while crossing the lesion with the device. The site noted that the handle of the smart flex sds was held flat and straight outside the patient. When they attempted to deploy the stent, only part of it released and they could not deploy the remaining portion of the stent. The device was retrieved with the partially deployed stent intact and the procedure completed with no reported patient injury. The device was not returned to the manufacturer for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product IFU cautions the user that if resistance if felt when initially retracting the outer deployment sheath, they should not force deployment. Users are guided to withdraw the sds without deploying the stent. The safety and effectiveness of this device has not been demonstrated in lesions that are either totally or densely calcified. They are further instructed that the hemostasis valve on the handle must be loosened to allow free movement of the pusher tube during advancement. Based on the information available for review, there are vessel characteristics (calcification) that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. A risk assessment and investigation has been initiated to address this type of issue.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).

Event description:
During a percutaneous transluminal angioplasty (pta) procedure, it was reported that only the first stent's crown was released and it was not possible to unsheathe the entire stent. Once the device was retrieved, it was then noticed that the stent was partially unsheathed and a soft bending of the metallic tube which is necessary for the pullback was noted. There were no patient injuries. The device will be returned for analysis. Additional information was received and the soft bending of the metallic tube referred to the stainless steel hypotube. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure/target lesion was for a superficial femoral artery occlusion with medium calcification with no vessel tortuosity. The target lesion vessel diameter was (B)(4) millimeter (mm). A non cordis 6f sheath introducer was used. The diameter of the unconstrained stent size (B)(4) mm was not larger than the vessel diameter. The target lesion vessel length was (B)(4) centimeters (cm). The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The handle of the smart flex sds was held flat and straight outside the patient. The size-guiding catheter used was not applicable.

Manufacturer narrative:
A device history record review of lot 36792 was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) procedure, it was reported that only the first stent¿s crown was released and it was not possible to unsheathe the entire stent. Once the device was retrieved, it was then noticed that the stent was partially unsheathed and a soft bending of the metallic tube which is necessary for the pullback was noted. There were no patient injuries. Additional information was received and the soft bending of the metallic tube referred to the stainless steel hypotube. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The intended procedure/target lesion was for a superficial femoral artery occlusion with medium calcification with no vessel tortuosity. The target lesion vessel diameter was 5 millimeter (mm). A non cordis 6f sheath introducer was used. The diameter of the unconstrained stent size 1-2 mm was not larger than the vessel diameter. The target lesion vessel length was 30 centimeters (cm). The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. The handle of the smart flex sds was held flat and straight outside the patient. The size-guiding catheter used was not applicable. The product was returned for analysis. A non-sterile unit of smart flex 5x200 vas, 120cm stent delivery system was returned. Per visual analysis a kink condition was observed near the hub. The stent was returned partially deployed. No another damages were noted. Per functional analysis, during flushing, blood residuals were noted. The stent was able to be deployed despite the kink condition previously noted. Per microscopic analysis the kink was confirmed. A device history record (DHR) review of lot 36792 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stainless steel hypotube (inner shaft) kinked/bent-during use¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the kink as evidenced by the condition of the returned device noted during analysis. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. The device performed as intended. According to the instructions for use ¿carefully inspect the sterile package and device prior to use. Do not use if it appears damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.